Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(4)2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for investigation. Product was not provided for investigation. Complaint was confirmed during data review. The root cause was determined to be caused by smart device platform/os.